Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v120757, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Analysis of the stimulator ((B)(4)) found that the stimulator was functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via a company representative reported that they had the device removed because it did not work at all. The indications for use for this patient were urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.